Manufacturer narrative:
Zoll has received the thermogard xp ivtm system on 10/24/2019 for investigation; however, device investigation is still pending. A supplemental report will be filed when the investigation has been completed.

Event description:
The thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message. No further information was provided. No known impact or consequences to patient was reported.

Manufacturer narrative:
The reported complaint of "the ivtm thermogard system (sn: (B)(4) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event logs review and during functional testing. The root cause for the reported complaint was due to a defective cooling engine (ce) heater and damaged wire harness between cooling engine and pic 16 cable as a result of wear and tear of the system. The thermogard console is a reusable device and was manufactured in june 2012 and has exceeded its expected service life of 5 years. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. During the review of the event logs, tcmid:05 error messages were observed; thus, confirming the reported complaint. The system failed initial functional testing due to tcmid:05 error messages, and therefore, the reported complaint was confirmed. Upon customer's approval, the defective parts will be replaced and the thermogard xp ivtm system will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of reported complaints for thermogard console with serial number (B)(4).